Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one year after the dental implant was placed, in ada site #10 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with bone type iii. The clinician noted that bone loss took place. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one year after the dental implant was placed, in ada site #10 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with bone type iii. The clinician noted that bone loss took place. No operative or post-operative complications were reported for the patient.